Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2019 and suture was used. It was reported that the suture broke during the procedure. Changed another one to complete the surgery. There was no adverse patient consequences. No additional information is available.

Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: an empty opened foil and a needle-suture suture piece of product code sxpp1a400, lot lm6868 were returned for analysis. During the visual inspection of needle/suture piece, marks on the body needle that appears to be by use of surgical instruments was noted and the end suture was damaged. Also, body fluids on the barbs were found and the end was cut. In addition, per the sample condition the functional test could not be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample. The reported complaint was observed.